Event description:
An alarm issue was reported with the adc device. A customer reported that the low glucose alarm failed to trigger and subsequently experienced a loss of consciousness, however, customer indicated self-treating with water and sugar upon regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.